Event description:
It was reported to medtronic minimed that the customer reported crack on belt clip rail. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.

Manufacturer narrative:
Pump immediately flashed medtronic logo once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Test p-cap and reservoir locks properly into the reservoir compartment. Unable to download pump history files and traces using thump software due to flashing medtronic logo. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, and label damage. Flashing medtronic logo was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Cosmetic damage was confirmed at the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.